Event description:
Physician attempted to deploy a femoral tulip ivc filter. The patient has a tortuous inferior vena cava. The filter was placed into the sheath, exposed the filter out of the distal end of the sheath, attempted to adjust the filter pre-deployment but was met with resistance. According to the physician it seemed as if the hook of the filter was hooked onto a side branch. With minimal options the physician deployed the filter where it appeared stuck. A follow-up angiogram showed the filter's top half in a side branch, presumably a renal vein, and the bottom half in the inferior vena cava. Another filter was placed below the original filter. Subsequent cat scan showed no patient complications from the filter.